Manufacturer narrative:
Device history record review is not possible as lot number is unknown.

Event description:
Smartez pump (se0200-100, lot unk) containing ceftriaxone 2 grams /0.9% sodium chloride 100 ml would not infuse. Pt did not bring defective ez back.